Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # n53a58. Additional information requested and received: to the best of my recollection no staples fired and no cut was made. Because it would not fire a second stapler was opened and use to dissect the appendix. Hopefully that answers the questions they had. When the device failed to operate as intended, did the device deliver any staples? No it did not deliver any staples. I returned the device with the original staple load still in the unit. If yes, were the staples formed properly? See above answer. If yes, was the staple line complete? Again, see above. When the device failed to operate as intended, did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a laparoscopic appendectomy procedure, according to the note on the device, "the unit failed to operate on it's first use. It misfired when they went to use it. It is loaded with it's original staple load." Case completed with another device of the same product code. On the note it also stated "the staple lines were inspected and both were okay." There were no patient consequences reported.